Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral "deflation".

Event description:
Patient reported a right side implant exchange with no complaint against the device confirmed by physician. Physician later reported via device tracking, right side "leaked." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior and white particles inner the device. Leak test and microscopic analysis was performed which identified, striated opening on radius and anterior, puncture opening on anterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. Punctured assessed, as surgical damage like.

Event description:
Patient reported, a right side implant exchange. With no complaint against the device confirmed by physician. Physician later reported, via device tracking, right side "leaked". The device has been explanted and replaced.